Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 12 stent delivery system was returned for analysis. An examination visual and via scope of the crimped stent found stent damage. The second stent strut on the distal end was pinched inwards. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination visual and via scope found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. A 3.50x12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient status was good. However, returned device analysis revealed stent damaged.